Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that en route to CT scan, the pump module alarmed for "communication error" and the active precedex infusion stopped. The precedex was restarted on a back up device. There was no report of patient harm. The device was removed from service, evaluated by biomed who replaced the damaged iui connectors and completed function check in alaris system maintenance.